Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due difficulties charging. The patient underwent an implantable pulse generator (ipg) revision procedure wherein their ipg was explanted and replaced. Electrocautery was used. The ipg was retained per hospital policy and will not be returned for analysis. Postoperatively the patient was doing well.

Manufacturer narrative:
B3: estimated based on gfe response from sales representative.